Event description:
Medtronic received information that battery cap cracked/damaged, low battery alert less than 1 week, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Correctional/removal number: 2032227-060322-002-c. (B)(4). S/w version 4.10e. The pump passed the displacement test, active current test, sleep current test and self test. Pump not received with original battery cap. Battery cap cracked/damaged unknown. P-cap/reservoir locked properly in place. Pump received with cracked battery tube threads. The power management tool did not indicat abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Charge/battery lasts less than expected not confirmed. [Ba22 is obsolete/merged with ba32]